Event description:
Pt had previously had tka to left knee. Went for outpatient rehab services. E-stim used for treatment. After first 20 minutes session of e-stim, pt returned next day for therapy with burns to leg. The (B)(6) 2010, is date of event/burns sustained to left leg during treatment via vectra genisys 4 channel electrotherapy system. Diagnosis or reason for use: recent total knee arthroplasty.